Event description:
It was reported the screen is broken. It was also reported the posterior (rear)cover is damaged. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the overlay and the power cord bay door are broken. The ECG (electrocardiogram) connector was found loose on a printed circuit board assembly. Concomitant medical products: product ID: 2067l, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).